Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the 4fr catheter, 52 cm was implanted on (B)(6) 2018. It presented a disruption/crack right above the clamping region. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter crack is confirmed, cause unknown. The sample returned for evaluation was one photograph. The photograph displays a hickman style catheter. The distal section of the catheter appears to be adhered to the skin using a dressing and clamped with the included clamp. Just proximal of the dressing site and just distal of the oversleeve transition, a large split in the catheter is apparent. As the damage to the catheter is apparent, but the source of damage cannot be discerned, the complaint is confirmed, but cause is unknown. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the 4fr catheter, 52 cm was implanted on (B)(6) 2018. It presented a disruption/crack right above the clamping region. There was no reported patient injury.